Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera mount of the rigid video scope was broken. And it did not transmit an optimal image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Additionally, the following failures were identified: the r-unit is broken, the camera cable unit (ccu) plug of the video cable section is damaged and the video cable is broken. Based on the results of the investigation: the charged coupled device (r-unit) is broken and therefore the insertion pipe does not rotate smoothly; the ccu plug of the video cable section is damaged and the video cable is broken and therefore the image is purple. How ever a probable cause for broken r unit, damaged cc plug and broken cable was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.